Manufacturer narrative:
Issue: injury. Eval summary: regulatory compliance received (6) 8mm, 31g pen needles (4 open without the tear drop label or inner shield and 2 sealed) from lot # 9034821. Customer states that the needles are bending when injecting into the stomach, and she is bleeding and getting knots. All received pen needles were examined, all 4 open samples exhibited a bent IV end of the cannula. Both sealed samples were evaluated for point geometry, lubrication, and cannula outer diameter. All observations fall within specifications. Cannot confirm defect. No further action required. Complaint history check was performed and as of ((B)(6) 2011), yielded no other complaints against lot # 9034821 for same issue. Info will be captured on trend reports and monitored monthly.

Event description:
Customer complained that needles are bending when injecting into stomach and is bleeding and getting knots/spots. Later, consumer notified that she has been going to the dermatologist to receive treatment for keloid like injuries that are causing her pain.